Manufacturer narrative:
Health impact- clinical code: (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens. The lens was reported as having an overrefraction calculation after implant. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.